Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the issue - unit was auto-cycling. Vyaire field service representative (fsr) evaluated the device on-site, and opened the unit to troubleshoot. It was found that the serial ribbon cable was loose. The ribbon cable was reconnected and an operational verification procedure (ovp) was performed. The unit then passed all testing.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator was auto-cycling. There is no information of patient involvement as of this time.